Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of and treatment for the peritoneal infection were unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. At the time of this report, pd therapy was withdrawn. No additional information is available as the reporter declined follow up.